Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the port (clearlink) on the tubing, under the green cap. The issue was identified during patient administration of the first bag of chemotherapy (50ml over 30 minutes). Green caps were applied to the ports on the tubing. The infusion was stopped and a chemotherapy spill cleanup was performed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.